Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low glucose cup results generated by the unicel dxc 800 pro synchron clinical systems for one patient. The original glucose result was 530 mg/dl. The sample was repeated and two results of 373 mg/dl were obtained. The result of 373 mg/dl was reported out of the lab. Customer rerun the original sample for glucose on a different instrument and the result was 526 mg/dl. The result was then amended. Per customer, physician believed the result of 526 mg/dl because the glucometer read >400 mg/dl. It is unknown if patient treatment was affected, but laboratory indicated that the amended result was sent to the physician within 15 minutes of the original erroneous result.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. Per the operative report: "attempted repair with limited resection of p2 flail; closure of anterior commisure and placement of cosgrove partial #26 mm ring. Anterior leaflet was calcified and inflexible and 'platform line.' Repair was tested, and there continued to be central regurgitation and therefore, anterior leaflet resected, partial ring removed and majority of posterior leaflet preservered and mitral valve replaced."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.